Event description:
The device reportedly dumped the defibrillation charge before reaching full charge. There were no adverse effects to the patient as a result of the reported event. A detailed narrative of the reported event and the pt's outcome and details were requested from the facility, but were not made available.